Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Upon review of the transmission it was noted that the device exhibited post sensed t-wave oversensing triggered while the patient was exercising. No programming changes were made. The patient was asymptomatic and would continue to be monitored.